Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. Another lead was implanted successfully. The cause of the elevated threshold was not confirmed. There were no additional adverse patient effects reported. It is unknown if the device will be returned for analysis.